Manufacturer narrative:
B3, d6: dates estimated. B5: the patient deaths and additional adverse patient effects referenced in b5 will be filed under separate medwatch report #s. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. A definitive cause for the reported stent elongation, compression, malposition and invagination could not be determined. Based on the information reported through the research article, a conclusive cause for the reported stent elongation, compression, malposition and invagination could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided.

Manufacturer narrative:
Dates estimated the patient deaths and additional adverse patient effects referenced will be filed under separate medwatch report #s. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI is unknown as the part and lot numbers were not provided. Article title: clinical implications of the invagination of an interwoven nitinol stent: a single-center retrospective analysis. Na.

Event description:
It was reported through a research article identifying supera that may be related to the following: patient death, stenosis, occlusion, ischemia, elongation, compression, malapposition, invagination, revascularization, and rehospitalization. This article summarizes clinical outcomes of 32 patients that were treated with supera stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "clinical implications of the invagination of an interwoven nitinol stent: a single-center retrospective analysis."